Event description:
It was reported that during a da vinci-assisted surgical procedure, there were 319 errors on universal surgical manipulator (usm) 1. An intuitive surgical, inc. (Isi) technical support engineer (tse) viewed system logs and confirmed 319 errors pointing to the axes controller spar (acs) and axes controller carriage (acc) boards in usm 1. The site customer disabled usm 1 and continued the procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced the universal surgical manipulator (usm) to resolve the 319 errors. The system was tested and verified as ready for use. Isi received the usm associated with this complaint and completed its investigation. Failure analysis investigation confirmed and replicated the customer reported complaint. The unit was tested on an in-house system and failed normal mode as it triggered a 319 error. System log and remote fe reivew reveealed errors 319 and 32058. The fiber parallelogram swapped with a new one and the errors no longer occurred. When the original parallelogram fiber was reinstalled, the error returned. The unit was also tested on a patient side cart (psc) fixture test platform with a new fiber parallelogram and it passed all required tests.